Manufacturer narrative:
Product event summary: analysis found that the lower case was cracked under the ventricular connector, the ventricular connector was cracked, the cover bail attachments and cover ring attachment were cracked, one bail and ring were missing. The device also failed incoming functional testing for atrial current leakage too high. The battery contacts were visibly contaminated. As a result the device was cleaned, the lower case, ventricular connector, both cover bail attachments and cover ring attachment were replaced, and the main board was replaced and calibrated. Failure analysis was also performed on the main printed circuit board assembly. Visual inspection noted a solder ball, but this was not shorting at the time of analysis. Bench analysis did not observe any anomalous operation. Conclusion: failure analysis could not reproduce any anomaly.

Event description:
The device was returned for preventive maintenance. It was analyzed and tested out of specification. There was no patient involvement.